Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that preliminary log analysis found that the power supply had a low voltage. The power supply was then replaced by the representative. The imaging system then passed the system checkout and was found to be fully functional. The suspect power supply has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, when starting up the imaging system, the pendant displayed "initializing please wait" and would not clear the prompt. The reported issue occurred at the beginning of the day, outside of a procedure. No additional information was provided. There was no patient present when this issue was identified.